Manufacturer narrative:
Findings: unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected alarm error test, self-test, rewind test, displacement test, prime test and excessive no delivery test . Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a loose reservoir chamber. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The customer states that the device was cracked at the top where the battery goes as well as the reservoir chamber, also that the reservoir chamber comes loose. Customer does not recall any significant events leading to the damage. Customer reports a high blood glucose of 300 on (B)(6) 2017 because of the reservoir coming out of the device. Customer declined to troubleshoot for high blood glucose. Customer was advised that the insulin pump will be replaced and returned for analysis.